Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous vessel. A 4.0 x 40, 75cm mustang ballooon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.